Manufacturer narrative:
Block b3: exact date unknown, event occurred last two weeks ago the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 5088974 / 5088977.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to lead migration. The patient underwent explant procedure and the explanted device components were not return as no rep present at the procedure.